Event description:
This rv lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2012 due to noise, poor sensing and declining impedance. The physician was dr. (B)(6) at (B)(6) heart hospital in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).